Event description:
Pt admitted with progressive metastatic ca and uncontrolled pain. X-rays revealed a metal failure in 2 places in her right hip implant/nailing of 11/92. Needed surgery to remove old hardward and insert new module to prevent permanent damage. (*)